Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited high capture threshold. No loss of capture was noted. The physician elected to leave the lp implanted. There were no patient consequences.